Manufacturer narrative:
The reported field event of a device reset and extended charge time were confirmed in the laboratory via review of the device image. The device entered backup mode after two consecutive resets occurred too quickly due to a mechanism that was encountered when several high voltage charges were performed in a short period of time.

Event description:
It was reported that patient presented to hospital after a vt storm. Upon interrogation, the device was found in bvvi mode. The device was reprogrammed successfully and it was noted there were multiple charges in the device logs. It was observed that the device had extended charge time. The device was explanted and replaced. Patient was in good condition after the procedure.